Event description:
The dynaflex device was implanted. The pt indicates that "the dynaflex device not being very rigid...takes too many squeezes and still does not get like it shows in the viedo." The device is not providing the rigidity that the pt expected and wants.